Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the error, "ovp circuit failed" (diagnostic code 1127) had occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer created an onsite service for the replacement of the power management (pm) printed circuit board assembly (pcba) to resolve the issue. A field service engineer (fse) went onsite and replaced the pm pcba in an attempt to resolve the issue, but it was unsuccessful. The fse then advised the customer to order and replace the motor controller (mc) pcba to resolve the issue.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information is received the complaint file will be reopened.